Manufacturer narrative:
This device is not sold in the us but a similar device is. Full address of the facility is (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during cleaning of the device while reprocessing, the device nozzle was found to be clogged. There is no patient involvement. There was no issue with the water supply status of the device prior to the cleaning operation and no abnormality in usage of the device. A mh-946 injection tube is used for manual cleaning the device. There is no abnormality in the mounting part of the injection tube. The facility is using non-olympus cleaning equipment made by meyer. The nozzle was last replaced four months ago. There was no delay to the intended procedure for which the device would have been used. The procedure was completed with another similar device. In addition to the clogged nozzle the device had worn insertion part and blurry image.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to h10. H10 - previous report inadvertently documented the malfunction as not causing or contributing to an adverse event. The device evaluation could not confirm the blurry image and air/water nozzle problem reported by the user. The nozzle had no abnormality and the air/water supply was good. The following technical defects were found during evaluation: the suction port was worn, the objective lens was cracked and scratched slightly, the insertion section, bending cover and instrument channel tube had a leakage, the switches were discolored, the light guide tube was damaged and the insertion section was slightly scratched and worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is possible that the blurry image temporarily occurred by water invasion due to leakage from the device. Olympus will continue to monitor field performance for this device.